Event description:
Heavy bleeding ever since essure implanted. Irregular cycles. Bleed everyday. Extreme cramping lower back and pelvic area. Yellow pure liquid runny discharge that comes out like pee but different consistency from vagina. Icy cold rush sensation up and down legs. Extreme weakness in arms and hands. No grip. Knees popping. Joints burn and feel on fire and hurt. Feel icy cold all the time. Feel chilled to the bone. Legs and feet swollen and hurt. Hard to stand or walk. Hips hurt. Neck hurts. Loss of appetite. Feel pressure on my pelvic floor and bladder. Burning cold pain where my coils are. Can feel them squeezing my tubes. Mainly my right side but both are bad. My whole body hurts. Stabbing pelvic and back pain. Extreme fatigue. Nausea, migraine headaches. Dizziness. Cold chills. Hot flashes. Insomnia. Night sweats. Chest pains. Have to work harder to breathe. Shallow breaths. Increased heartrate. Hair falling out fast, stomach tore up, shakes. Extremely emotional. Muscle weakness. No strength . Toxic level of nickel in my blood? Intense leg and arm heaviness. Can't stand long. Feels weighed down. Sore. Like I have to drag my legs around. Hard to lift my legs and arms. Acne. Intense pelvic pain. And killer lower back pain. Metallic taste in my mouth. Cervix feels like it's on fire constantly. Swollen legs and feet. Numbness and tingling in hands. Hard to concentrate or remember. Brain fog. My tubes are on fire constantly. Painful sex. Bleeding during and after sex. Chunks of bloody tissue comes out of vaginally when pee. I bleed vaginally every time I pee or poop. Feels like something constantly crawling inside my body wanting to push out.

Event description:
Additional info received from the reporter on 07/01/2014: ever since I had essure my eyesight has gone down dramatically. Also it is becoming harder and harder to use my hands to write and do things due to the pain, stiffness, numbness, tightness, and locking up of my fingers and hand.

Event description:
Additional info received from the reporter on (B)(4) 2014: on (B)(6) 2014 I had a total hysterectomy (uterus cervix and tubes) to remove essure. I still have extreme chronic fatigue and fibromyalgia pain in my legs, knees, feet, arms, elbows, wrists, hands and fingers. My fingers still feel crippled and are always bent over and stiff. The pain I was having in my cervix before removal still continues where my cervix has been removed and my bladder is having issues now as well due to removal. Do not have control of my bladder and have burning tingling pain constantly especially after and during urinating.

Event description:
Additional info received from the reporter on 06/26/2014: ever since essure I have developed an intolerance to dairy and wheat (gluten), corn and soy that continues even after removal. He fibromyalgia is becoming unbearable.